Manufacturer narrative:
The reported contact force issue was confirmed. The results of the investigation concluded that the device did not meet specifications during a shaft leak and irrigation leak test, consistent with fluid ingress and a loss of force data during the procedure. The shaft leak was due to an adhesive failure between the distal tip and shaft. The irrigation leak was due to inadequate bonding at the irrigation tubing junction.

Event description:
This report is to advise of an event observed during analysis regarding an irrigation leak due to inadequate adhesive bonding between the irrigation tubing and end of deformable body at the distal tip of the catheter confirming the reported contact force issue.